Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no suction power present during the procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. An unused viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected. In returned condition, the blue tip plunger was in the bottom of the syringe barrel. No silicone oil was in the syringe barrel and the blue tip plunger. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, all connections were found to fit securely with no abnormalities. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).